Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt presented at clinic with knee pain. X-ray revealed proximal periprosthetic fracture. The pt denied any genesis of fracture. Surgeon revised the hip."